Event description:
IV tubing spike came out of chemotherapy drug bottle while patient was going to bathroom.IV tubing was from alaris, and the bottle was from abbott and the type of medication in the bottle may have contributed and acted as a lubricant.